Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). Product analysis: the valve remained implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve), as the delivery catheter system (dcs) was withdrawn, the nose cone was stuck on the inflow segment of the tissue valve and dislodged the valve from the native annulus. A coronary artery occlusion was noted and ¿asynergy¿ was confirmed. Percutaneous cardiopulmonary support (pcps) was initiated. Once hemodynamics were stable, the valve was snared to the ascending aorta. Subsequently, a second valve was implanted and the pcps was removed. No additional adverse patient effects were reported.

Event description:
Additional information was received that asynergy was noted via echocardiogram that showed a delayed flow from the left coronary artery (lca) and lca occlusion was confirmed. It was noted that the patient¿s severe calcification of the non-coronary cusp (ncc) contributed to the valve incomplete expansion. The patient was stable after the second valve implant. After the implant procedure, left bundle branch block (lbbb) with up to 5 second of asystole was noted and a temporary monitor was put in place. Four days after implanted procedure, paroxysmal atrioventricular blockwas noted. Twelve days after valve implant, a permanent pacemaker was implanted with a dual chamber pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5 b.7 h.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report# 2025587-2019-02644 reported the pacemaker implant on the incorrect valve serial number inadvertently. The information was co rrected with the correct valve serial number reported in report# 2025587-2019-03442. If information is provided in the future, a supplemental report will be issued.